Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the care link upload failed, and the server uploaded failed carelink. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-6101. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.5.0) installed on samsung galaxy s24 ultra (android 14) with mmt-1886 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in the document: (B)(4) version e. After conducting a thorough investigation, we have found that the snapshot upload is failing due to the snapshotuploadstatus not updating to completed when the previous snapshot upload was finished. When a new snapshot upload is initiated, the app first checks to see what the current snapshotuploadstatus is. If the state is in auto_initiated or manual_initiated, that means there is currently a snapshot upload in progress and a new one will not be initiated. If the status is completed, a new one can be initiated. In this case the previous snapshot upload either never updates the snapshotuploadstatus correctly, or is hanging on an operation and is never finishing. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.